Event description:
Note: this report pertains to one of eight devices used during the same procedure. Manufacturer report # 300503005099803-2012-05954, manufacturer report # 3005099803-2012-05955, manufacturer report # 3005099803-2012-05956, manufacturer report # 3005099803-2012-05957, manufacturer report # 3005099803-2012-05958, manufacturer report # 3005099803-2012-05959, manufacturer report # 3005099803-2012-05960, and manufacturer report # 3005099803-2012-05961 address these devices. It was reported to boston scientific corporation that eight resolution clip devices were used during an egd (esophagogastroduodenoscopy) procedure in the stomach. According to the complaint, during the procedure, the first resolution clip locked onto the tissue but would not release from the delivery catheter. The clip was removed from the patient. This happened with all eight resolution clip devices (mr # 300503005099803-2012-05954, mr # 3005099803-2012-05955, mr # 3005099803-2012-05956, mr # 3005099803-2012-05957, mr # 3005099803-2012-05958, mr # 3005099803-2012-05959, mr # 3005099803-2012-05960, mr # 3005099803-2012-05961). The procedure was completed using three more resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of eight devices used during the same procedure. Manufacturer report # 300503005099803-2012-05954, manufacturer report # 3005099803-2012-05955, manufacturer report # 3005099803-2012-05956, manufacturer report # 3005099803-2012-05957, manufacturer report # 3005099803-2012-05958, manufacturer report # 3005099803-2012-05959, manufacturer report # 3005099803-2012-05960, and manufacturer report # 3005099803-2012-05961 address these devices. It was reported to boston scientific corporation that eight resolution clip devices were used during an egd (esophagogastroduodenoscopy) procedure in the stomach. According to the complaint, during the procedure, the first resolution clip locked onto the tissue but would not release from the delivery catheter. The clip was removed from the patient. This happened with all eight resolution clip devices (MFR # 300503005099803-2012-05954, MFR # 3005099803-2012-05955, MFR # 3005099803-2012-05956, MFR # 3005099803-2012-05957, MFR # 3005099803-2012-05958, MFR # 3005099803-2012-05959, MFR # 3005099803-2012-05960, MFR # 3005099803-2012-05961). The procedure was completed using three more resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of eight devices used during the same procedure. Manufacturer report # 300503005099803-2012-05954, manufacturer report # 3005099803-2012-05955, manufacturer report # 3005099803-2012-05956, manufacturer report # 3005099803-2012-05957, manufacturer report # 3005099803-2012-05958, manufacturer report # 3005099803-2012-05959, manufacturer report # 3005099803-2012-05960, and manufacturer report # 3005099803-2012-05961 address these devices. It was reported to boston scientific corporation that eight resolution clip devices were used during an egd (esophagogastroduodenoscopy) procedure in the stomach. According to the complaint, during the procedure, the first resolution clip locked onto the tissue but would not release from the delivery catheter. The clip was removed from the patient. This happened with all eight resolution clip devices (mr # 300503005099803-2012-05954, mr # 3005099803-2012-05955, mr # 3005099803-2012-05956, mr # 3005099803-2012-05957, mr # 3005099803-2012-05958, mr # 3005099803-2012-05959, mr # 3005099803-2012-05960, mr # 3005099803-2012-05961). The procedure was completed using three more resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient age/date of birth is unknown; however, the patient was reported as being over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The account returned eight resolution clip devices in a biohazard plastic bag. The eight devices were received unmarked which made complaint/device identification and classification impossible. The eight devices were marked a, b, c, d, e, f, g, and h for evaluation purposes. Device a: a visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. The control wire, which returned kinked, was separated as per design. Device b: a visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. The control wire, which returned kinked, was separated as per design. Device c: a visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. The control wire, which returned kinked, was separated as per design. Device d: a visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. The control wire, which returned kinked, was separated as per design. Device e: a visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. The control wire, which returned kinked, was separated as per design. Device f: a visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. The control wire was separated as per design. Device g: a visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. The control wire was separated as per design. Device h: a visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. The control wire was separated as per design. The reported event that the clip assembly failed to release from the delivery catheter was not able to be verified based on the condition of all eight resolution clip devices. The evaluation revealed that all eight devices were received fully deployed and without the clip assembly. Since the exact cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.